Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the pump was experiencing an issue with intermittent power. The reporter stated that the threads on the battery cap were stripped and that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/20/2014 with the following findings: there were unexplained pump reboot events observed in the device¿s black box. The battery compartment was cracked on the side from the threads to the cover. The returned battery cap had stripped threads and was unable to fully attach to the pump. The pump reboots were duplicated during the investigation. A new test battery cap was able to carefully attach to the pump and was used to complete a 24hr duration test. No power interruptions were duplicated using the new test battery cap. There was no evidence of internal moisture or damage to the power circuit found.